Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016 due to hydrocephalus after a ruptured cerebral aneurysm. According to the report the device was found to be under draining. The report stated the device was set to pressure level 1.5, but the patient was lethargic and had enlarged ventricles. It was reported that the pressure level setting was changed to 1.0, but the patient's ventricles continued to enlarge. It was also reported that the device was explanted and replaced with another device. Reportedly, the patient's ventricular size has improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.